Event description:
When harmonic scalpel was plugged in at the start of procedure the device alarmed defective instrument/replace instrument. Ethicon harmonic laparoscopic shears ace +7, 5mm x 36 cm, ref harh36, lot # t94e91. Instrument was replaced and device worked. No harm to patient. Defective product form filled.